Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the user had the pump inside the pocket and ran into something unintentionally. There was no impact to the user's blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.